Manufacturer narrative:
A field service engineer (fse) made service call on (B)(6) 2015. The fse replaced the main pump and pump seal, rotor seal, stator face, and sample loop. The fse replaced all peek tubing in high pressure side along with the pre-filter and buffer files, flushed the flow cell and inspected the degrasser and all tubing connections. The fse adjusted the flow rate and observed normal and steady pressure. The customer ran qc and 160 patients with no errors. No further action was required by fse. The g8 analyzer is in good working condition and was functioning as intended and the issue cleared. No further action required by field service. The most probable cause of the reported event was due to a mechanical failure of main pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported ongoing problems with retention time and gets numerous front peak flags with the g8 analyzer. The customer is unable to run hba1c in the patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.